Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump failed the flow rate test ((rate: 600 ml/hr vtbi:50 actual: 40) during pm testing in biomed service. . There was no patient involvement associated with this event. No additional information is available.

Manufacturer narrative:
Corrected information: it was reported that a spectrum pump failed customer flow rate test during preventative maintenance testing in biomed service. The device was programmed to deliver a volume to be infused of 50 unknown units at a rate of 600ml/hour. The device was found to deliver 40 unknown units. There was no patient involvement associated with this event. No additional information is available. The device was received and evaluation was completed. A device history review revealed no issues that could have caused or contributed to the reported issue. The event history log review was completed and verified that the customer ran an infusion at the reported parameters on the reported event date. A visual inspection was performed and no abnormalities were found. The reported issue could not be reproduced during the device evaluation. The reported symptom, failed flow rate test, was not verified during evaluation. The device was tested for flow accuracy and passed. The device was determined to meet all product specifications related to the reported event. Should additional relevant information become available, a supplemental report will be submitted.